Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. It was further determined that the device would not secure the cutter. It was determined that the hole in the cord was due to mishandling of the device by allowing the cord to come into contact with a sharp object which punctured the cord or exerted extreme force on the cord during cleaning or use. It was determined that the burr lock mechanism assembly was disassembled and the 2 springs for the lock tabs had failed and were not pushing on the lock tabs to secure the cutter devices. It was further determined that one of the springs were observed to be out of place and deformed. The other spring was out of place and completely gone. The cause for the springs to come out of place was due to the handpiece being run without a cutter. The assignable root cause was determined to be due to user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 2 of 3 for the same event: it was reported that during an unspecified spine surgical procedure, it was discovered that the craniotome device, motor device and the attachment device were broken when used together. The reporter further clarified that the craniotome device was bent, the cord was ripped of the motor device, and the attachment device did not work. There were no delays to the surgical procedure as spare devices were available to complete the surgery successfully. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.